Event description:
A physician reported that in 2000, while treating a pt in the vermilion borders, collagen leaked out at the hub and splattered. The 30-gauge needle did not disengage, and there was no injury to the pt or the physician.